Event description:
The article, "a life-saving case of infective endocarditis with aortic valve rupture and embolism of the left anterior descending coronary artery", was reviewed. This research article is a retrospective single center experience. On an unknown date, the patient presented to the hospital with complaints of fever and dyspnea for 3 days. Echocardiography was performed, which showed infective endocarditis (mobile 10mm lobule) and severe aortic valve regurgitation. Subsequently, a 21mm sjm regent mechanical heart valve was implanted. In the same procedure, reconstruction of the aortic annulus with autologous pericardium was performed. Coronary blood flow was resumed after intracardiac repair, but anterior wall motion was extremely decreased, and cardiopulmonary bypass could not be weaned. Occlusion of the left anterior descending coronary artery (lad) by an envelop was suspected and the patient then underwent bypass surgery with a vein graft to the lad. Wall motion improved after the addition of the bypass, and the patient was able to wean from cardiopulmonary bypass. Post-procedure, the patient developed cerebral infarct and required rehabilitation. On the 74th post-operative day, the patient was discharged from the hospital. After discharge from the hospital, coronary artery evaluation was performed and obstruction of the lad was observed; a bypass was anastomosed distal to the lad occluded site. Three years and two months later, the patient returned without recurrence of infection. [The author of this article is hirohito terada, md, showa university northern yokohama hospital, 35-1 chigasaki chuo, tsuzuki ward, yokohama, kanagawa 2248503, japan].

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
As reported in a research article infective endocarditis with aortic valve rupture and embolism of the left anterior descending coronary artery. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.